Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. During power on testing, the unit was able to power on via both ac and battery power. The device was able to obtain spo2, pi, and pulse rate readings normally. The customer battery was charged for twenty-four (24) hours and the device was left on battery power. After approximately one (1) hour the device emitted a low battery alarm before shutting down. The battery was unable to hold a sufficient charge. A service history record review reveals this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the low priority alarm did not actuate when the device was in a low battery condition. The device could only run on internal battery for less than one hour and was unable to provide an audible alarm before shutting down. No patient impact or consequences were reported.